Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Investigation is still in progress.

Event description:
A fractured filter I removed today. This wires broken, no prior manipulation, one piece retained. Patient outcome: unknown.

Manufacturer narrative:
Manufacturer ref# (B)(4). G5) PMA/510(k) 172557. H11) corrected data compared with medwatch report (mw5088735): d1) gunther. D2) ivc filter. D3) cook medical llc, bloomington, in, united states. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information from mw5088735 received 26aug2019: "gunther ivcf found to be fractured. Filter removed with forceps but fragment of thin wire left in patient."

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a günther tulip filter, which was implanted (B)(6)2013 , was found to be fractured. Filter was removed with forceps, but a fragment of thin wire was left in the patient. Limited information is provided for the complaint investigation. A device failure analysis could not be conducted and the device history record could not be reviewed due to no return of complaint device, no images available and no lot number provided. However, there are adequate controls in place at wce to ensure that this type of device is manufactured to specifications. It is stated that the filter had been implanted for more than six and a half year, however, IFU states that retrieval of filter becomes more challenging with time. It is suggested that the filter fractures during the implantation periode, but it is unknown why the filter fractures, and the cause can therefore not be established. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. No evidence suggest that the product was not manufactured to current specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.